Event description:
The customer contacted beckman coulter, inc. (Bci) to report that their unicel dxc 800 synchron clinical system was failing sodium (na), chloride (cl) and calcium (calc) quality controls (qcs) and was generating low anion gaps on pt results. Erroneous results were not reported out of the lab. There were no changes to pt treatment as a result of this event. There were no reports of death or serious injury. The customer stated that after failing the qc, the system was recalibrated and now the anion gaps are low. Anion gaps in pt samples were 2-3 and went to 5 when the samples were repeated. A malfunction is presumed for this report.

Manufacturer narrative:
The customer evaluated the system was speaking with customer service on the telephone. The customer stated that they have cleaned the na, cl and calc electrodes with bleach and have run the automated weekly maintenance. The customer was sent the twice weekly cleaning procedure. An exact root cause of this event has not been determined but appears to be associated with cleaning of the ise system. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 and (B)(4), 2010 for add'l reportable events.